Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer blood glucose was 509 mg/dl. Customer was treated with bolus and insulin pen for high blood glucose. Customer stated symptoms related to high blood glucose that were abdominal pain and thirst. Customer was using insulin pump within 48 hours at the time of event. Customer was using auto mode feature at the time of event. Customer alleged that the insulin pump was under delivering due to the blood glucose value does not decreased. Customer stated that the insulin pump was passed in high pressure test , displacement test and self test. The insulin pump will not be returned for the analysis.